Event description:
The customer reported the device alarms vent inop intermittently. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).